Manufacturer narrative:
The 2.8 mm trocar (part # 312.02, lot # unknown) was received at us cq. Upon visual inspection, it was observed that the trocar was bent. No other issues were identified with the returned device. Dimensional inspection: dimensional analysis was not performed as the device is bent due to post-manufacturing damage. The complaint was confirmed as the device was found to be bent. No definitive root-cause can be determined based on the provided information. There was no indication that a design, or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a trocar was bent. There was no known patient, or hospital involvement. This report is for one (1) 2.8mm trocar. This is report 1 of 1 for (B)(4).